Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that she had the deep brain stimulation (dbs) implanted for obsessive-compulsive disorder (ocd) 1.5 years ago and about 3 months after that, her system stopped working. The patient is in the hospital right now for total knee replacement. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There was conflicting information as to when the ins was implanted and which ins model (37612 vs 37601) was implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they had a rechargeable implantable neurostimulator (ins) implanted about a year and three months ago, noting that it replaced the previous ins due to normal battery depletion. Since that time, the patient stated that the rechargeable deep brain stimulation (dbs) has not been working as well as the previous one. Then they mentioned that they never received the recharging equipment, so their ins has never been charged, and does not have an ID card for their current ins. It was reviewed that the recharging equipment is prescriptive and they were redirected to their healthcare provider (hcp) for assistance. The patient said "dbs not making them forget as well" and they were not sleeping well. They see their neurologist as much as possible. Additional information was received from the consumer reporting that she had the deep brain stimulation (dbs) implanted for obsessive-compulsive disorder (ocd) 1.5 years ago and about 3 months after that, her system stopped working. The patient is in the hospital right now for total knee replacement. No patient symptoms were reported.